Event description:
Allegedly the motors are leaking from the axles. Replacing both under warranty - no injury is alleged.

Event description:
Allegedly the motors are leaking from the axles. Replacing both under warranty - no injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. Consumer alleges that the motors are leaking from the axles. Although no injury or incident was reported there is potential for slip and fall. No RMA had been initiated for this issue. Model pronto m51, serial number/date code (B)(4) was approximately 10 months old at the time of the incident. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) 2014 - this report is follow up 001 to complete the information.